Event description:
On (B)(6): covidien (B)(4) service reports via e-mail; customer ct9000 suspension arm fell down when they tried to move it from one side of the CT scanner to the other. The powerhead fell down, the only thing that was broken was the syringe. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.